Event description:
It was subsequently determined that this particular model of right ventricular lead does not have a superior vena cava (svc) coil, making the high-impedance reading erroneous. Thus, the lead issue was not, as was previously reported, high svc coil impedance, but rather the fact that the lead indicated high svc coil impedance without having an svc coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an impedance alert for the superior vena cava coil of the right ventricular lead was triggered one day after initial implant. The lead remains in use. No patient complications have been reported as a result of this event.